Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the md inserted the sheath and then the intra-aortic balloon (iab) via the patient's right femoral artery. The patient was transferred to the intensive cardiac care unit (iccu) and after some hours, the pump alarmed "helium leakage." The balloon pressure waveform (bwp) curve was normal; also the aortic flow wave was normal. The alarm kept on coming up on the display. A new intra-aortic balloon pump (iabp) was connected to the iab and the second pump also displayed the same alarm. After consulting the cardiologist, the iab was removed. Another iab was not inserted because the patient did not need iabp support. There was no reported patient death or injury. Medical/surgical intervention was required and reported as "removal of the iab." The iabp therapy was delayed/interrupted but there was no harm to the patient. There were no reported patient complications and the patient outcome is listed as na.